Manufacturer narrative:
Results evaluations: investigation: the returned units were functionally tested and the report of leakage was confirmed. The cuff was inflated to 120cm h20 and immersed to inspect for leakage, no leakage found. The cuff was then left inflated for 12 hrs and re-inspected. The pressure was found to have dropped to 70cm h20. The cuff was reinflatd to 120cm and immersed again, at which point leakage was found. A review of our complaints history confirmed this to be the first complaint for the two possible lot numbers involved in this event. Though there have been complaints of leakage on this product code this is the first complaint of leakage from inflation line to pilot balloon joint. A review of mfg process confirmed the presence of a cuff inflation checked carried out on 100% of this product line. Root cause: the root cause for this incident is operator error. Insufficient bonding solvent was used which has resulted in a leak from the inflation line at the point of entry into the pilot balloon. The leak was so slight that it was not detected during the 100% product deflation test. Following MFR of the possible lots this product line has been transferred to smiths healthcare mfg in another country. Following the transfer the process was reviewed and new solvent dispensers were installed better control the application of solvent and the mfg process has been revised to prevent this type of occurrence from reoccurring. This file has been reviewed with mfg and quality personnel and advised of the need to remain vigilant. This report has been logged for trending.